Event description:
It was reported to philips that the system stopped working, which can indicate an issue with imaging. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, a non-emergency treatment was completed using another system. A philips field service engineer (fse) went onsite, performed a system backup, and replaced the 24v power supply. The cause of the power supply failure could not be conclusively determined by the supplier's part analysis, however the replacement of the power supply by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.